Manufacturer narrative:
(B)(4). The complaint neopuff device has not yet been received by fisher & paykel healthcare for investigation. We will provide a f/u report upon receipt of the device and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that they are unable to adjust the peak inspiratory pressure (pip) on an rd900 neopuff infant resuscitator. The healthcare facility reported that the "little tip is too tight." No pt consequence was reported.